Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/18/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4). During the archive data review user advisory (ua) 45 (shaft not at "home" position) was observed. The ua 45 appeared on (B)(6) 2016 upon powering on the device. Thus confirming the reported complaint. The device passed functional test without any faults or errors. In summary, the reported complaint of the device displaying ua 45 occurring during a shift check was confirmed during the archive review. However during testing the ua 45 was not duplicated, indicating that the customer most likely cleared the ua 45 at the customer's site. No other abnormalities found during the investigation. The autopulse platform passed final functional testing criteria.

Event description:
It was reported that during shift check the autopulse platform (s/n (B)(4)) displayed user advisory 45 (not at "home" position after power-on/restart) error message. To troubleshoot the issue the customer tried to rotate the shaft to home position without success. No patient involved with this event. No additional information provided.